Manufacturer narrative:
Date sent: 11/10/2005. D4; h4: information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device did not lock and the cartridge fell off into the patient. The cartridge was retrieved with a grasper. There was no patient consequence.